Event description:
A surgeon reported that, for numerous pts, following intraocular lens (iol) implant surgery, he has noted glistenings that are developing in their iols over time. Additional info has been requested. There are two medical device reports associated with these events. This file is for the ¿numerous¿ unidentified pt¿s.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested by email on 02/07/2012. A completed questionaire has not been received. (B)(4).